Event description:
The following has been reported: biomed reports: staff had a complaint that this pump failed during an infusion but no pt harm occurred. The fly in the ointment is that it is on our old network and not talking to the ims server so we can't retrieve the logs. The only way staff can get it on the new network is to factory reset the pump. Staff did a test infusion that completed successfully. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The pump was returned for sticky pins. During investigation, the loading pins were experiencing severe drag as well as the upper left loading pin. The seals and channels were inspected and found a severe buildup of residue, including deposits on the loading pins. Replaced retainer plate, bushings due to the fact that the plate was stained and unable to be successfully cleaned. Lip seals will be replaced during repair.